Manufacturer narrative:
Mml # (B)(4). Other device explanted. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI #s: (B)(4).

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) pocket site and decided to have the device explanted. The ipg and leads were removed completely without any complications. No report of patient harm or injury. The reactiv8 system is functional, and no allegation of a product malfunction; no parts were returned for analysis. The device history record was reviewed. No relevant nonconformances were found.